Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the subject catheter and the guide wire might have caught by the heavily calcified lesion, and therefore it was difficult to remove. The patient had been fine without problem. The subject catheter was returned for investigation. Strand pitch of the entire shaft of the returned catheter was widened due to accumulated torsion. Especially at approximately 2cm from the catheter tip, the catheter shaft was found bent with disarranged strands. The concomitant guide wire was not returned for evaluation. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that excess torsion was applied to the catheter when attempting to cross the lesion, and the accumulated torsion made the catheter strands to become deformed causing the guide wire difficult to be removed. There was no indication of product deficiency. Additional intervention was taken with a snare to retrieve the guide wire; therefore, this event was considered serious injury. Instructions for use states: [warnings] do not use this microcatheter in advanced calcified lesions; and, [malfunction and adverse effects] damage (separation, kink, bend, deforming), and removal difficulty.

Event description:
It was reported that during a ppi to treat a heavily calcified cto lesion in the mid left sfa, several guide wires were used via right femoral artery in attempts to cross the lesion but failed. Approach was switched to retrograde approach via popliteal artery. An asahi guide wire was advanced in retrograde with the subject catheter. After the guide wire crossed the lesion, the physician attempted to exchange the guide wire and withdraw when the guide wire would not be able to go through the catheter. A snare was advanced in antegrade to safely retrieve the guide wire. The ppi was resumed and completed with reestablished blood flow by stenting.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.